Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a octobase retractor, the customer reported that the handle of the retractor snapped, and the retractor became damaged as a result of this. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information received states that when the retractor handle snapped, the suture holder did not fall into the patient.

Manufacturer narrative:
Medtronic received additional information that the patient sustained a fractured rib as a result of due to the device malfunction. The retractor was not used to complete the procedure, it was removed. No part of the handle fell into the patient when it broke. The patient is now doing well. Device evaluation summary: visual inspection shows the handle is broken. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: visual inspection showed that the handle was broken. The reason for return was confirmed. At this time the complaint cannot be confirmed to be either a supplier or manufacturing issue, but the issue was related to handling and use of the device. The actual root cause for the failure could not be determined. As the lot number was not provided the DHR could not be reviewed to know if there were any quality issues or the timeframe that this device was manufactured. Trends for issues with this device are monitored. Correction b5: medtronic received additional information that no treatment or intervention was required due to the fractured rib. H5 label for single use, has been corrected to no. H8 usage of device, has been corrected to reuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.